Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test unable to verify a35 alarm due to motor error alarm. Unable to confirm e70 error alarm due to history file overwritten with a47 alarms due to a corrupted history file. However, the insulin pump passed the displacement test. The insulin pump passed operating current and off no power test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 19mmol/l. Customer was advised to checked alarm history and said that they received 2 motor errors, motor position encoder error and motion sensor test failure alarm. Customer was advised that pump will need to be replaced.